Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was fractured and was exhibiting a high out of range pacing impedance measurement of greater than 2500 ohms. Oversensing of noise and loss of capture was also observed. Due to the loss of capture, the patient experienced cardiac arrest. The lv lead was deactivated and remains in service. No adverse patient effects were reported.